Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced infection, and the pump eroded through the scrotum. A surgical procedure was performed to remove the pump, and the system was capped. No additional patient complications were reported.